Event description:
It was reported that two weeks post implant, this right ventricle (rv) lead exhibited loss of capture. Subsequently, a CT scan was performed and it was observed to have perforated both poles in the lung. The patient underwent a revision procedure and this lead was successfully replaced. No additional adverse patient effects reported.

Event description:
It was reported that two weeks post implant, this right ventricle (rv) lead exhibited loss of capture. Subsequently, a CT scan was performed and it was observed to have perforated both poles in the lung. The patient underwent a revision procedure and this lead was successfully replaced. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. External visual inspection noted that the helix was retracted and noted no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Perforation is a known possible complication of an implantable lead.